Event description:
Syringe check indicated substantial amount of medication left in syringe. Pca machine evaluated. Although pca machine indicated it was running and giving appropriate amounts of attempted injections, found pca machine was not injecting.